Manufacturer narrative:
E1: reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead revision the last 4 contact broke off from the lead and remains implanted within the patient. Reportedly the physician spent approximately 2 hours attempting to retrieve the fragment; however, the attempts were unsuccessful. No additional intervention will be done to remove the lead.